Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ECG leads were connected to the crash cart but the leads were not being recognized by the crash cart system. There was no patient involvement.